Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the information provided. Should add'l info become available and/or the device be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed.

Event description:
It was reported a total knee replacement was performed guided by the device. The physician reported the fit of the device was very well. After performing the anterior femoral cut a significant notch was observed. No other adverse effects, significant blood loss or injury to the pt was reported.